Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the station was repeatedly powering down. A field service engineer (fse) found the station powered off with the power switch in the on position. Fse disconnected power and confirmed the wall outlet had power. Fse reseated all power and pyxibus cables and inspected all connections with no issues found. Fse unable to reproduce the reported power down issue after reseating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced a power issue. The system rebooted without shutting down properly. This occurred because the system stopped responding, crashed, or unexpectedly lost power. There were no adverse events or injuries reported based on this event.